Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient was hospitalized for elevated blood glucose (bg) between 250 mg/dl and 500 mg/dl with a strong, fruity breath odor, rapid and deep breathing, abdominal pain, extreme thirst, excess urination, chest pain, vomiting and an unspecified level of ketones associated with an alleged no power issue. The patient current bg level is 211 mg/dl and it was reported that the patient had ketoacidosis (dka). Reportedly, the patient remained hospitalized but it could not be determined whether or not the patient continued pump therapy. The patient was treated by a healthcare provider with intravenous (IV) fluids, insulin and another unspecified treatment. During troubleshooting with customer technical support (cts), it was revealed that there was no power in the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia an alleged power issue with the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-oct-2017 with the following findings: during testing, the pump powered up to the verify screen with functional auditory and vibratory features which indicates that there was power to the pump. A review of the pump¿s black box data showed no evidence of a ¿no power¿ event. According to the pump¿s black box data, the pump was delivering the programmed basal rate until the insulin level reached zero and the pump emitted an ¿empty cartridge alarm¿ on (B)(6) 2017 at 11:04 am. The user confirmed the cartridge warning after 3 minutes at 11:07 am. A cartridge fill was not performed by the user and the pump continued to alarm with a ¿pump not prime¿ warning for approximately 15 hours. The pump then emitted a low battery warning on (B)(6) 2017 at 14:54 and progressed to a replace battery alarm at 15:41. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and the cap was able to fit securely to the pump with no visible yellow o-ring showing. There was no moisture or corrosion observed in the battery compartment. The battery cap¿s contact height and width were within specification. During testing, the pump successfully completed the rewind, load, and prime steps with no power issues occurring. The pump was exercised for 24 hours with no power interruptions therefore the initial complaint could not be confirmed or duplicated during the investigation. The total daily doses (tdd¿s) added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.